Manufacturer narrative:
The investigation determined that higher than expected and lower than expected ipth results were obtained from two different levels of non-vitros biorad controls and a single level of vitros range verifier (rv) fluid whilst using vitros ipth reagent with a vitros 5600 integrated system. The definitive assignable cause could not be determined. It is possible that the vitros ipth rv high result of 6277 pg/ml was caused by improper reconstitution of the rv fluid, however this could not be confirmed. This result was also obtained when an alternative reagent pack was put into use and a reagent issued cannot be ruled out as contributing to this result. Calibrator fluids used in two calibration events prior to obtaining the higher and lower than expected results were stored outside of ortho recommendations, which cannot be ruled out as a contributing factor. The instrument was recalibrated with an alternative set of calibrator fluids and acceptable vitros ipth performance was observed.

Event description:
A customer obtained higher than expected and lower than expected ipth results from two different levels of non-vitros biorad controls and a single level of vitros range verifier fluid whilst using vitros ipth reagent on a vitros 5600 integrated system. The results obtained are as follows: biorad l2: 334.1 pg/ml vs. Expected result of 211.0 pg/ml; biorad l3: 1121.9 pg/ml vs. Expected result of 637.0 pg/ml; vitros ipth rv high: 6277, 2784 and 2456 pg/ml vs. Expected result of 4750 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no indication that patient samples were affected. However it cannot be confirmed that patient samples were not affected or would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).